Event description:
Patient presents to facility with non-functioning port. The port was accessed and would not flush or aspirate. The port was believed to be occluded. The patient was brought to the or for a revision. The port was accessed and contrast was injected. Extravasation contrast was noted at the port hub connection. The port was removed.